Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with the reported problem, "verify." It is unknown when this event occurred. The quality engineer later assigned the leaking battery to be the determined problem; this condition had the potential to interrupt delivery. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a malfunction of "verify" was not confirmed during product evaluation. The quality engineer later identified the damaged battery as the determined problem. This condition was caused by a leaking main battery. The main battery was replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. The device history record review revealed that the data card was discarded per (B)(4)retention period.